Manufacturer narrative:
We received two catheters for evaluation and investigation; one catheter was unbroken and the other cather was broken. We measured the unbroken catheter and found approximately 27.50 inches. Visual inspection showed that the catheter was overstretched. The technical drawing of this catheter shows that total length of the catheter is 26.5=0.5 inches, which also confirmed that the catheter was overstretched during the removal. We verified the black marking at the end of the catheter that shows that the catheter was completely removed from the catheter placement site. We measured the broken catheter and found approximately 21.5 inches. Visual inspection showed that the catheter broke off between the second and third black marking, approximately 7 inches from the distal end. We have not received the distal side (infusion segment) of the catheter, which broke off during the removal and remained in the patient. Visaual examination showed that the catheter was overstretched approximately 3 inches at the breaking point. Further investigation was conducted in the directions for use (dfu), which states that; "if resistance is encountered or the catheter stretches, stop. Continued pulling could break the catheter. It is advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal" "do not cut or forcefully remove the catheter" "do not apply additional tension if the catheter begins to stretch" based on the catheter evaluation and information stated in the dfu, the technique used during the removal of the catheter might have contributed to the reported incident, not the device itself. I-flow implemented a corrective action (qa-451) to improve the catheter tensile strength and to increase the catheter wall thickness. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.

Event description:
Ten (10) days post tah procedure, the catheter broke while being removed, leaving approx seven (7) inches in the pt. The doctor indicated that he had decided to leave the remaining segment in for now and that the pt was doing fine.